Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
It was reported that bd precisionglide¿ needle was blocked. The following information was provided by the initial reporter: material no. 305111 batch no. Unknown it was reported the needle was blocked and possibly bent. Description of issue: contact stated that she was unable to push any insulin through the needle of the syringe and after replacing the needle, the cartridge was successfully loaded. Contact stated she was unsure if the needle had slightly bent as she was able to pull up insulin into the syringe but was unable to push any out even when not inserted into the fill port of the cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further tandem follow up is required. Cts to send replacement cartridge to ensure contact does not run short on syringes at customer¿s request. Customer satisfied and stated that customer's insulin was successfully resumed after issue.